Event description:
A malfunction alarm with code malf 12 was reported; however, no notable events occurred prior to the issue, and there was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump while being advised to call back if any further issues arise.